Manufacturer narrative:
The device was discarded and is not available for evaluation. Without the returned device a probable cause is unable to be determine.

Event description:
The events occurred involved the tego connector that the customer reported the product cracked and leaked blood. The event happened on day two of their dialysis for the week. There was patient involvement and no human harm.